Manufacturer narrative:
The lot number for the reported malfunction was not provided, therefore, a lot history review could not be performed. The device was not returned for evaluation, however medical records were provided and reviewed. Therefore, the investigation is confirmed for perforation. However, the investigation is inconclusive for migration and is unconfirmed for tilt. Based on the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
A review of the reported information indicated that model rf320j vena cava filter experienced perforation, tilt and migration. The information was received from a one source. This malfunction involved one patient with no patient consequences. The female patient is (B)(6) years old. Weight of the patient was not provided.